Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4, manufacturing date under h4 and report number for case (3003442380-2025-03594). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Device history record (DHR) review: the lot 6007277 was manufactured according to the work instruction (wi) version 79 manufactured in the machine 12, on 23/may/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1 : patient city : (B)(6). Patient country: turkey.

Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that the patient experienced an event of high blood glucose (600 mg/dl) on (B)(6) 2025 resulting in hospitalization. Patient was treated with intravenous insulin (serum) and discharged after 48 hours. The cause of high blood glucose was issue with infusion sets. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary device history record (DHR) review: the lot 6007277 was manufactured according to the work instruction (wi) version 79 manufactured in the machine 12, on 23/may/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded.

Event description:
To date no additional patient or event details have been received.